Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a the pull ring on the patient line of an automated pd set with cassette was missing. This issue was found before use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.